Event description:
It was reported that during a da vinci s surgical procedure, the monopolar curved scissors instrument broke and nothing fell into the patient. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found that one grip close cable is broken at the distal idlers and the pulley spins freely. Engineering believes the cable broke under tensile loading. The other cables at the wrist are not damaged. The cable wear on pulleys combined with high drive torques most likely contributed to breakage. Engineering also observed that the distal end of main tube has a section with material removal comprised of a combination of deep scratches and tube abrasions. Scratches are not aligned with the tube axis. Based on the location and appearance, the damage was most likely caused by a combination of a cannula accessory and instrument collisions. No other damage found. The end wrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received.